Event description:
It was reported that the (2) ez45g and (2) zr45g were used during a thorascopic wedge resection procedure. It was reported by the rep that the surgeon fired the first ex45g with good results. On the second firing, he was unable to fire the staples. The rep is asking for clarification on whether the stapler was locked out or whether the stapler stapled but would not cut. The same thing happened on the second device. The case was completed with a third device and there was no consequence to the pt.